Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, high capture thresholds and low p-wave sensing. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix and be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture, high capture thresholds and low p-wave sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited failure to capture, high capture thresholds, and low p-wave sensing. An x-ray revealed that the lead had dislodged. The lead was removed and replaced. The patient was stable.